Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the first side-firing fiber ¿tip felt loose and appeared to be burnt. Fiber was broken and burnt" @ 56,863 joules and 5 minutes of use. A second fiber was used and it also had ¿the tip felt loose and appeared to be burnt. Fiber was broken and burnt¿ @ 7,982 joules and 3 minutes of use. A third fiber was used to complete the procedure. Patient status: no report of patient injury this report is for the second fiber used.